Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on successfully after battery installation. No flashing medtronic logo noted. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed self test and displacement test. Unit functioned properly. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. No relevant alarms noted around event date. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Unit also received with scratched case. In conclusion, the customers concern for flashing medtronic logo was not confirmed when unit powered on properly after battery installation. No flashing medtronic logo was noted. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1780kl. The troubleshooting was performed and customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kl was requested and customer response was the device will be returned.